Event description:
Returned device analysis found that the distal end of the balloon was partially inflated. The account reported that the sds balloon may have been inflated in error prior to deployment. No additional information was provided.

Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the mid left anterior descending artery with moderate calcification. Pre-dilatation was performed and the 3.0 x 18 mm xience pro stent delivery system (sds) was advanced, but could not cross the lesion due to the anatomy. During removal, the stent became caught on the catheter tip. Several attempts were made to remove the sds without force, and the device was able to be retracted safely. After removal, it was noted that the proximal stent struts were flared. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent implant damage was confirmed. Difficult to remove/guiding catheter resistance could not be tested due to the condition of the returned device. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. The xience pro is currently not commercially available in the us.